Event description:
Customer claims to have had ear pierced with the inverness ear piercing system in a retail store on 9/18/97. He sought medical treatment on 09/27/97 after the piercing site became infected. He was administered a course of antibiotic treatment.